Event description:
It was reported the balloon ruptured during preparation of the catheter. No patient inury was reported.

Manufacturer narrative:
The device was discarded and not returned for evaluation. Hence, we could not conclusively determine the root cause of the reported incident. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. This lot passed the quality control testing during manufacturing and met acceptance criteria for release. Additionally, we have not received any other complaints of a similar nature for devices from this lot.